Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm and altitude alarm occurred. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was noted that an air leak was the possible source of the occlusion. The customer was able to clear the altitude alarm and the pump resumed operation. It was indicated that manual injections and/or the current pump would be used for diabetes management.